Manufacturer narrative:
A software analysis was initiated as part of the investigation. Analysis found that the reported behavior was the intended functionality of the software and that the navigation system software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The surgeon did not connect the camera cart with the main cart. As a result, when the power button was pressed on the camera cart, the system did not start.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system was not booting properly. There was no patient present when this issue was identified.